Event description:
It was reported that the attorney alleges the customer claimed being admitted to the hospital with diabetes ketoacidosis, which resulted from a malfunction of the infusion set used at time of the event and the insulin pump. The customer was treated and released after two days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.